Event description:
Olympus was informed of the following event from the national agency for the safety of medicines and health products (ansm) which was reported by the customer: on (B)(6) 2022, at age 67, the female patient had a flexible ureteroscopy where a stone was identified in the right lumbar ureter (6 mm) and was associated with hydro-nephrosis in an incidental way on a scanner performed for exploration of pain in the lower limbs. On (B)(6) 2022, the patient had failure of an alkalization of the urine by vichy célestin water, which was proposed given the history of diabetes and the low density of the calculus which could evoke auric acid lithiasis. The ureteroscopy begins with the raising of a semi-rigid ureteroscope. The stone is packed on the wall lining and a guide wire was passed in false path under the urethral mucosa. Fragmentation of the calculus with the 200 micron fiber laser and the soltive laser: optical fiber 60w di200¿m l310cm (soltive laser), soltive 200 egtfl-fbx200s. Removal of the ureteroscope and mounting of the flexible ureteroscope was done to ensure the absence of flushed stone fragments in the pyelo. Repositioning of another guide wire in the cavities to avoid sub mucosal passage. Operative time: 53 min. Postoperative follow-up: removal of the jj catheter (stent) on (B)(6) 2022. Renal scan performed with radionuclide dimercaptosuccinic acid (dmsa) on (B)(6) 2022 and results showed right kidney [function] 38% and obstructive pyelonephritis of the right kidney. Repositioning of a right jj catheter on (B)(6) 2022 with discovery of a stenosis of the right lumbar ureter. Current status of the patient: stenosis of the pyeloureteral junction. Actions undertaken in the health care institution for the management of the patient: nr. No device malfunctions reported. This event includes 2 reports: (B)(6): tfl-fbx200s. (B)(6): tfl-pls. This report is 1 of 2 for (B)(6): tfl-fbx200s.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the subject device was not returned to olympus for an evaluation, the root cause of the reported event could not be identified. There were no allegations of a malfunction of an olympus device; therefore, it was unable to be determined if an olympus device contributed to this potentially adverse event. This supplemental report includes information added to d4 and d8. Olympus will continue to monitor field performance for this device.